Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off for 30 minutes. At the time of the report, the customer stated that the pump turned back on and started working again. The customer's blood glucose level was not impacted. Tandem technical support (cts) reviewed the pump history and was unable to verify any issues. Cts recommended for the customer to upload to t:connect for a review of the data logs. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.